Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is having difficulty with his inflatable penile prosthesis (ipp) as he is unable to inflate or deflate and feels there is a leak in the system. He saw the physician recently who deflated the device. Since then, the patient device has inflated halfway. The representative gave the patient guidance on inflation/deflation and valve reset techniques over the phone. The patient will follow up with the physician.